Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the needle into endoscope and found out the needle tip broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Was gaining access to the target site difficult? No. 2. Was puncture of the targeted site difficult? No. 3. Was the scope recently service/repaired? No. 4. Was the device used in a tortuous position? No. 5. Was force required to remove the device? No. 6. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? On advancement of needle. 7. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 8. If not with the device in question, how was the procedure performed and/or finished? Replaced another new product. 9. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a, handle end, patient end n/a. 10. Was force required on insertion of device into scope? No. 11. Was resistance felt while inserting the device through the scope? No. 12. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 13. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 14. Was the stylet partially removed when advancing the needle into the target site? Yes. 15. Was the syringe used during the procedure, after the stylet was removed? No. 16. Was difficulty experienced while retracting the needle? No. 17. Was it possible to be fully retract before removing the needle from the patient? Yes. 18. How many samples were obtained (passes completed) with this needle? Zero. 19. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2281492 of echo-19 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 14 oct 2025. Visual inspection: distal end of sheath observed to be damaged. Distal end of needle observed be blunted/damaged at the tip, biological material observed on the tip of the needle. Section of sheath observed to be present inside distal end of needle. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-19 device of lot number c2281492 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-19 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2281492. Instructions for use and label: the notes section of the instructions for use (ifu0101), which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A potential root cause of the reported issue may be attributed to the tip of the needle becoming damaged upon puncture of the target site leading to the sheath sustaining damage during retraction or re-advancement. The initial damage sustained to the tip of the needle can be linked to being of insufficient sharpness to puncture. This interaction likely resulted in the sequence of events that were reported as no breakage was observed on the needle tip itself. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the needle tip was broken. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A potential root cause of the reported issue may be attributed to the tip of the needle becoming damaged upon puncture of the target site leading to the sheath sustaining damage during retraction or re-advancement. The initial damage sustained to the tip of the needle can be linked to being of insufficient sharpness to puncture. This interaction likely resulted in the sequence of events that were reported as no breakage was observed on the needle tip itself.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 27-nov-2025.